Event description:
Info received indicates when the brakes were activated the head end brake caster did not hold.

Manufacturer narrative:
The tech found the caster was out of adjustment. He adjusted the brake caster to repair the bed.